Manufacturer narrative:
Further investigation confirmed the field engineering specialist initial finding as the root cause. A query for this site was performed and no complaints of this nature for like instruments were found for the last 12 months. Also a query over the past 90 days for the affected valve part number was performed showing no abnormal trend.

Manufacturer narrative:
Unique identifier (UDI)# na.

Event description:
The customer was receiving questionable patient results for ise indirect na, k, cl for gen. 2. They also stated they were having issues with air in the sipper syringe and it would not calibrate. Patient 1 had an initial sodium result of 128 mmol/l. The repeat result was 139 mmol/l. Patient 2 had an initial sodium result of 123 mmol/l. The repeat result was 135 mmol/l. The patient is a (B)(6) female with a date of birth of (B)(6) 1926. Patient 3 had an initial sodium result of 123 mmol/l. The repeat result was 137 mmol/l. The patient is a (B)(6) male with a date of birth of (B)(6) 1970. Patient 4 had an initial sodium result of 128 mmol/l. The repeat result was 141 mmol/l. The patient is a (B)(6) female with a date of birth of (B)(6) 1941. Patient 5 had an initial sodium result of 123 mmol/l. The repeat result was 140 mmol/l. The patient is a (B)(6) female with a date of birth of (B)(6) 1936. The repeat testing was performed on another ion-selective electrode (ise) unit, specific model and serial number asked for but not provided. The repeat results were believed to be correct. The initial results were not reported outside of the laboratory. There were no adverse events. The customer was receiving reagent short and internal reference alarms from the analyzer but, these alarms could not be linked to any of the specific patient data provided. The lot and expiration date for the sodium electrode was asked for but not provided. All of the samples were processed by a modular pre-analytics. The field engineering specialist found the ise flow path was obstructed. He cleaned and reconditioned the flow path. He performed calibration and qc which passed.